Event description:
Ous MDR. It was reported that 58 months after the implantation artifacts were seen via home monitoring. No adverse patient side effects were reported. The lead was explanted and returned for analysis. The provided event and explant dates are chronologically unlikely. Therefore, they will not be added to this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular between 55 cm and 58 cm distal to the is-1 connector pin the insulation was found rubbed through. This damage can be considered as the root cause for the observed artifacts mentioned in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The finding was consistent with exposure to constant interaction with another implantable device. The available x-rays of (B)(6) 2016 confirmed the presence of an lv lead in the implanted state which most likely interacted with the distal part of the rv lead. During further investigation the lead demonstrated a fractured conductor cable to the ring electrode which most likely occurred due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.